Manufacturer narrative:
The company representative examined the system and found a footswitch system message. The host module was replaced and new software installed. The host module contacts and components were cleaned and tested. The system was then tested and met all product specifications. No sample returned for evaluation. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).

Event description:
A healthcare professional reported the system stopped working during a phacoemulsification procedure. The case was completed using another system following a delay of less than 10 minutes. There was no harm to the patient.